Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 50 mg/dl, which was treated with glucose tablets. The customer was assisted with programming the insulin pump with a blood glucose check reminder. She declined troubleshooting for the matter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.